Event description:
Dealer states the manifold valve is not shifting fully. Per independent repair center statement, the unit is alarming/red light; key failure identified as manifold valve not shifting.